Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s mother), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The reporter stated that at 2:15 am on (B)(6) 2018, the patient was experiencing symptoms of ¿incoherent, still conscious but was wailing and couldn't hold conversation and was grumping¿, when an alleged inaccurately high blood glucose result of ¿112 mg/dl¿ was obtained on the subject meter. The patient manages his diabetes with insulin. The reporter stated that paramedics were called and when they arrived, around 2:30am, they obtained a ¿lo¿ reading on their meter. The reporter stated that the patient was given IV glucose to treat his symptoms and his father later gave him a sandwich and milk. The reporter indicated that at 2:51am, they took a reading on the reporter¿s onetouch verio iq meter and obtained a reading of 180 mg/dl, compared to 183 mg/dl on the paramedic¿s meter and 330 mg/dl on the subject meter. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. She confirmed that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. She also confirmed that the patient had followed the correct testing steps. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention, while using the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.